Event description:
The customer contact reported the patient received less medication than intended. Line a of the device was programmed to deliver an unspecified hydration fluid. Line b of the device was programmed to deliver an unspecified antibiotic. The antibiotic was supplied in a 100ml bag; however the nurse programmed line b to deliver a volume to be infused (vtbi) of 115ml in order to deliver the overfill to the patient. The deliveries were started. No further programming parameters were provided. After an unspecified length of time, the device alarmed line b vtbi complete. The display indicated that 115ml had been delivered; however, there was still approximately 20ml remaining in the antibiotic bag. The nurse reprogrammed the device to deliver the remaining 20ml of antibiotic and the delivery was started. After an unspecified length of time, the device alarmed line b vtbi complete; however, an unspecified volume of solution still remained in the antibiotic bag. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required.